Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter had a cracked display. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 7pm. The cca was advised the patient manages his diabetes with lantus insulin (20 units) and humalog insulin (sliding scale). The patient continued to take his usual dose of medications. Later that night, the patient claimed he felt symptoms of dizzy, shaky and confused. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.